Manufacturer narrative:
The reported event was addressed with phone support. The lamp module was replaced, and the errors disappeared. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a clinical sales representative (csr) contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a recoverable fault appeared serval times. Tse recommended to reseat the lamp. The caller then replaced to another lamp and the error disappeared. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and the lamp initially powered on without errors. The issue occurred when the procedure had been in progress for 3 hours. The lamp module would not be returned for evaluation as it only had 15 hours left.